Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. The customer will remove the AED from service and recycle/destroy it.

Event description:
The customer reported that their AED is displaying an "AED error or warning". During troubleshooting of the device with the customer the AED would not pass the manually initiated self-testing reporting a service code. The reported event did not occur during patient use.